Event description:
Edwards received notification from sweden that this intuity elite valve model 8300ab21, implanted in aortic position, was explanted from this patient after an implant duration of 8 years and 1 month due to a perivalvular leak. As reported by the surgeon, the subject device was well-healed except for a 10mm hole to the right of the right/left commissure, with fine cusps and looking new without deposits. Allegedly, there was an initial mild leakage that has become larger over the years and the patient now presented with transient hemolytic anemia prior to the intervention. Another 21mm bioprosthetic valve was implanted in replacement. The surgeon stated that the stent was adherent to the mitral anterior leaflet but was able to be detached without damaging the leaflet.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data h6 (type of investigation): 4114 - device not returned code removed. Added information to section a1, a2, a3, b5, b7, d4, h6 (health effect clinical code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the device was not returned for evaluation as it was discarded. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. Regurgitation is considered to be a pvl if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Late paravalvular regurgitation most commonly occurs in the setting of infective endocarditis-related abscess formation which predisposes to suture dehiscence or the gradual resorption of partially debrided annular calcifications. Technique-related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Undersizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. There is insufficient information available regarding patient or procedural factors known to cause or contribute to pvl. Therefore, a definitive root cause cannot be conclusively determined.

Event description:
Edwards received notification from sweden that this intuity elite valve model 8300ab21, implanted in aortic position, was explanted from this 77 year old patient after an implant duration of 8 years and 1 month due to a perivalvular leak (pvl). As reported by the surgeon, the subject device was well-healed except for a 10mm hole to the right of the right/left commissure, with fine cusps and looking new without deposits. Allegedly, there was an initial mild leakage that has become larger over the years and the patient now presented with transient hemolytic anemia prior to the intervention. Another 21mm bioprosthetic valve was successfully implanted in replacement. The surgeon stated that the stent was adherent to the mitral anterior leaflet but was able to be detached without damaging the leaflet. Additionally, three commissures were noted, with the lcc/rcc commissure in its usual position. The rcc and lcc were of equal length, while the ncc was markedly short. A pvl orifice, located just to the right of the lcc/rcc commissure was endothelialized. No attempt was made to close the defect with sutures. Reportedly, the valve had no visible calcifications or damage to the cusps or stents and apart from the site of the pvl, the prosthesis was completely healed with an endothelialized suture collar. The patient was noted to be discharged home in a stable condition.